Event description:
It was reported that the ventilator had no alarm output on the power board patient assist port. It is unknown if the ventilator was connected to a patient when the reported problem occurred.